Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding was selected for use. Post deployment, it was noted that there was resistance when removing the delivery system. It was removed with considerably force. There were no patient complications as a result of this event.